Manufacturer narrative:
The suspect device, a prolieve thermodilatation kit was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The pt was reported to be "in his 60s or 70s" in years of age. (B)(4).

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. Reportedly the physician had difficulty inserting the catheter into the pt, while in his office. The tip of the catheter buckled. The physician aborted the procedure and sent the pt to the operating room to again attempt catheter placement, while the pt was "put under". The physician successfully placed a second catheter, with no injury to the pt. The treatment was completed with no complications, and the pt's condition post procedure was reported as "great".